Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. D10: unknown - unknown patella - unknown. G2: foreign - event occurred in south korea. G2: literature - kim, young-hoo md1,a; park, jang-won md2; jang, young-soo md1; kim, eun-jung md1. Conversion of fused knees to total knee arthroplasty: the 21 to 31-year clinical results and patient satisfaction. The journal of bone and joint surgery 107(19):p 2178-2184, october 1, 2025. / doi: 10.2106/jbjs.25.00149. H6: mechanical (g04) - femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported in a journal article two events where a knee experienced quadriceps tendon rupture. One patient underwent surgical repair of the quadriceps tendon, it remains implanted. Attempts have been made and no further information has been provided.